Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming that disposable could not be found. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available at this time.